Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: d9, h3. H6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the breakage was caused by a mechanical load exceeding the load limit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic transurethral lithotomy procedure the stone removal, the extractor's wire was broken. The procedure was completed with the same set of equipment. There were no reports of patient harm.